Event description:
It was reported that the valve was leaking.

Manufacturer narrative:
The valve was patent and passed siphon testing. The valve did not pass reflux testing. The valve was within specs for all pressure-flow and preimplantation testing except for at pressure level 1.5 at 5.5 ml/hr at 0 cm hp and 46.8 ml/hr at 0 cm hp and at pressure level 2.5 at 46.8 ml/hr at 0 cm hp. Debris within the valve may interfere with the mechanism resulting in low pressure-flow results and reflux. The valve did not pass leak testing due to the tear on top of the delta chamber. There was also damage to the silicone near the delta chamber. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.